Event description:
Nurse attached an abbott primary IV set to a baxter premixed dobutamine IV bag. When the tubing was primed the nurse noticed some large dark fibrous material in the pump chamber. The bag and set was returned to the pharmacy and was not started on the pt.